Event description:
Attempting to perform synchronized cardioversion on patient. Monitor said, "no r wave detected." Patient underwent defibrillation. R wave present on reviewed strips. No leads would read during testing of device after event. "Unit sync button works intermittently. They power cycled the device to get the sync to work again. Customer was trying to sync the r wave during patient use. Unit will not read any ECG using ECG three leads. Tried to use different cables."